Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer reported that they went to the emergency room on (B)(6) 2024 for a few hours due to hypoglycemia. Blood glucose at time of the event was 22 mg/dl. User initially stated they treated with an orange and pens (manual injections). User stated programming was accurate.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 22 mg/dl. The customer reported hypoglycemia treated with hospitalization, emergency response visit and orange juice. Troubleshooting was performed and it was reported customer has been using the insulin pump system within 48 hours of reported low blood glucose event along with active automode feature. The event involved product(s) mmt-1884l, mmt-332a and mmt-397a. No further patient complications were reported. Product return requested for mmt-1884l will not be returned , no product return required for mmt-332a and no product return required for mmt-397a.